Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation,

Event description:
Healthcare professional reported "deflated saline implant". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6

Event description:
Healthcare additionally reported "hole in radius (edge)". The device has been explanted.